Event description:
The customer was hospitalized for low bgs. The customer stated that they had experienced low bgs several times. The customer did not recall the dates of the events. The customer stated that they do not feel it is a pump issue but rather due to lack of related absorption to scar tissue.